Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)".

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Hematoma developed around impella access site on arrival to ICU. Attending notified and manual pressure applied for 30 minutes with reduction of hematoma. Medication was administered md to inject lido/epi around site for potential collateral vessel bleeding. Withdrew care due to lack of neuro exam. Impella turned off and patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma/ major bleed: the cause of the bleeding is determined to be use issue because the hematoma was cause due to patient movement. Device history review: the device passed all post sterile inspection checks.